Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgment. The patient was in a car crash close to a year ago and it is believed it was the main reason of the dislodgment. This lead was successfully replace. No additional adverse patient effects were reported.